Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). The device remains implanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon experienced difficulty inserting a 5.0mm titanium locking screw into a trochanteric fixation nail (tfn) during a left proximal femur fracture (hip fracture) procedure on (B)(6) 2015. The surgeon was inserting the distal locking screw when the screw became interlocked in the distal portion of the screw hole within the nail. As the surgeon tried to advance the screw, it became stagnant and would not advance any further into the screw hole. The screw then began to strip. The surgeon was ultimately able to fully insert the screw into the bone with bicortical stabilization, but was unable to fully seat the screw against the nail. The screw did not peel nor were fragments generated. The screw remained intact. Although the procedure was completed without delay, it was not completed as intended. This report is 2 of 2 for (B)(4).